Event description:
The customer reported that during a hysterectomy, the jaws could no longer open. Tissue around the jaws was resected in order to remove the device. Another device was used to complete the procedure without incident. There was no blood loss and no pt injury.

Manufacturer narrative:
(B)(4). The incident has been received and is under eval. When the device eval is complete, a f/u report will be submitted.